Manufacturer narrative:
(B)(6). The pump was not returned for evaluation. The event history log was provided and the reported issue was able to be confirmed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure- biomed code. The biomed found several alarms, primary audible alarm, acu watchdog and base task debilitated alarms. It was unknown when the issue was discovered. There was no reported adverse event.